Manufacturer narrative:
Good faith efforts to obtain the product status is in progress. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the faradise study faradrive steerable sheath was selected for use. It has been mentioned that right femoral artery pseudoaneurysm occurred. Transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) was performed as a diagnostic test. The patient was discharged 2 days after the admission date.